Manufacturer narrative:
Visual inspection during the investigation, scratches and a deformation on the outer housing of the prosa were determined. Permeability test a permeability test has shown that the valve is permeable. Computer controlled test to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the accepted tolerance in both positions. Adjustment test the prosa valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerance. Internal inspection after dismantling of the valve, organic deposits were found inside. Results based on our investigation results, we have determined that there are deposits in the prosa. The deposits did not affect the technical properties at the time of the investigation. At the time of the examination, it was not clear to us how the aforementioned functional impairment occurred. Organic material in the patient's own cerebrospinal fluid may have temporarily affected function and is a known side effect of hydrocephalus therapy. Not every deposit in a shunt system, depending on its location, quantity, and consistency, leads to a deterioration in performance. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a prosa valve (#fx992t) was implanted on unspecified date. According to the complainant, the valve caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.